Event description:
Info received indicates the father of the pt was alarmed by the smell and some smoke, the adapter was removed from the socket. Visual inspection showed the cable at the output socket was melted/damaged.

Manufacturer narrative:
The power adapter cable had broken over 50% through which exposed the center conductor (positive voltage) to short with the outer conductor (ground). The date code of the cable is 2007. No fault was found with the strain relief or the power cable. This MDR is being filed as part of a retrospective review for reportability.